Event description:
Patient alleges "non-freezing cold injuries- injuries that are not visually apparent". Patient used polar care 300 cold therapy unit on right knee from (B)(6) 2009. Reports injury on (B)(6) 2011.

Manufacturer narrative:
Not available for return.